Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Sutures were not required to close the incision. The reporter stated the cause of the torn haptic was due to a loading error. The reporter stated a capsule tear had occurred in the pt's eye prior to insertion of this lens and was not lens related. A vitrectomy was not performed. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product found pieces of the lens optic torn off and missing. One haptic was torn off and the other haptic was torn off and bent. There was evidence of clear surgical residue. A work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.